Event description:
It was reported to medtronic minimed that the customer passed away and the cause of the death was unknown. The customer no adverse event. The event involved product(s) mmt-754cas. Troubleshooting was performed and found that the insulin pump was not worn at the time of the event. Cause of death was listed as dka and pneumonia, per coroner's report. No further complications were reported. Mmt-754cas was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: minor scratched display window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in august 2023 and september 2023 in the pump history file. Unable to list the total insulin delivered on the event date 06-sep-2023 and the 7 days prior to that date due to no data available. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 06-sep-2023 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 06-sep-2023 in the pump history file due to no data available. Carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. The pump passed the functional testing. Unable to confirm alleged dka. A47 alarm (confirmed) was found in the pump history due to corrupted history file. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.